Manufacturer narrative:
(B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
The customer reported via phone call to have experienced high blood glucose due to infusion set cannula being bent. Customer stated that her blood glucose went up to 500 mg/dl and treated with manual injection and insulin pump. Customer also reported that they were hospitalized due to high blood glucose on (B)(6) 2016, with a high blood glucose reading. The customer experienced symptoms such as vomiting and feeling lethargic. The customer was treated with IV drip while in the hospital. The customer was wearing the insulin pump during the hospitalization. Customer also reported to have received a motor error alarm. The customer stated that the drive support cap was normal and that the insulin pump was not exposed to high magnetic fields and was able to complete the rewind process. Customer reported a motor position encoder error was found in the insulin pump alarm history. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis. The insulin pump will not returned for analysis.